Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device syringe plunger was not in place; when started at 50 ml, it alarmed at 35 ml. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information received and attached on 28 jan 2022: . No patient incidents were reported with this device.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were broken. Plunger flippers were not fully seated. No other signs of external damage. The technician performed a visual inspection and syringe test. The technician found the syringe plunger not in place at the syringe test. Plunger flippers visibly not seated correctly by the customer. The reported issue was confirmed. The root cause of the reported issue was determined to be the incorrect assembly of the timing plates by customer. The technician reset the timing plates. Performed power up process, preventive maintenance, occlusion test and all functional tests which passed.